Event description:
Post-procedure, the pt had a inferior non-q-wave myocardial infarction. Peak ck was 2 times above upper normal level (unl), peak ck-mb was greater than 5 times above unl, and troponin was greater than 5 times above unl. There was no evidence of thrombosis. Twenty four hours post procedure, peak ck was less than 2 times above unl, peak ck-mb was 3 times above unl, and troponin was greater than 5 times above unl. The pt was discharged a week post procedure. The report is from the study. The pt was a female with a history of hypertension, hyperlipidemia, smoking, and diabetes. The indication for the index procedure was stable angina pectoris. The pt had a stent placed in the distal right coronary artery (rca), a second stent placed in the mid rca, and a third stent placed in the proximal rca. There are no further details regarding the target lesions or index procedure.

Manufacturer narrative:
The products were not available for analysis. Additionally, the sterile lot numbers on these stents is unk therefore a device history report review could not be conducted. Peri-procedural myocardial infarction is a known adverse event associated with coronary stent implantation. Without pertinent information regarding vessel/lesion characteristics or procedural details and aside from inherent risk of the procedure it is not possible to determine the exact cause of the event. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2008-01046, 9616099-2008-01047.